Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib disabled" and "ECG monitoring failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive debug and final testing without duplicating the report. The defib connector and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.